Manufacturer narrative:
For two of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. For one of the pending events, based on the information provided, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The follow-up actions were: the instrument was cleaned and various parts were replaced due to wear. For one of the pending events, the investigation determined the service actions resolved the issue. For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions: the service representative checked the system. Instrument performance test results were within specification. No issues were identified in the alarm trace data. Qc was within range.

Manufacturer narrative:
For three events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service engineer cleaned the rack tray as it had several spots of serum on it. Preventive maintenance was performed on the analyzer and the measuring cell was exchanged. Follow up actions for one of these events include: the field service engineer replaced the measuring cell, mixer paddle, and probe. A successful photomultiplier tube high voltage adjustment was performed. A blank cell calibration was performed. Performance testing was performed. The customer completed successful calibration and controls. Follow up actions for one of these events include: the field service engineer adjusted the probe, checked the liquid level detection, and ran performance testing and quality controls. For four events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: the field service engineer changed pinch valve tubing, performed cleaning, and checked for normal mechanical movements. Precision studies, performance testing and controls passed successfully. Follow up actions for one of these events include: the field service engineer checked the instrument, water quality, adjustments, and liquid level detection. Everything was acceptable and quality controls were in range. Follow up actions for one of these events include: the fse found the sipper was leaking. Follow up actions for one of these events include: the field service representative ran an assay performance check and found that instrument was operating well within its specifications. He also ran performance testing, which passed. For five events, the investigations are ongoing. Follow up actions for one of these events include: the field service engineer (fse) cleaned the hydraulic system and waste tubing, verified the pinch tubes and probe voltage and sensors and made mechanical adjustments. Instrument performance testing was ok. The field application specialist (fas) cleaned the mixer washing station, replaced the syswash, ran new calibration and qc and performed repeatability testing. Follow up actions for one of these events include: the field application specialist (fas) found the washing stations are not being washed and the reagents have dry reagent residue on the caps. It was noted that pinch valve tubing was last replaced in (B)(6) 2020. Follow up actions for one of these events include: the field service representative replaced the measuring cell and the calibration and qc results passed. For one event, the investigation determined the issue was resolved by replacement of the pinch valve tubing. Follow up actions for this event include: the pinch valve tubing was replaced by the customer. Controls were tested after the replacement and there was no problem with the control measurements. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable results were generated by cobas e 411 immunoassay analyzers. The events involved 17 patients with the following: 2 questionable results for the elecsys hcg test system, 9 questionable results for the elecsys hcg + beta test system, 2 questionable results for the elecsys estradiol iii assay, 1 questionable result for probnp g2 elecsys, 1 questionable result for the elecsys tsh assay, 2 questionable results for the elecsys ft4 iii assay, 1 questionable result for ferritin. 8 patients were aged 3 months to 38 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 8 females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.